Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A follow-up MDR will be submitted when additional information is obtained. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that after the completion of a transcarotid artery revascularization (tcar) procedure, the user suspected a dissection or compression of the stent. Additional information obtained indicated that the suspected dissection likely occurred when the arterial sheath was inserted over the 0.035" guidewire. The user elected to perform transfemoral carotid artery stenting (tf-cas) to balloon the stent. There were no further complications reported.